Event description:
In 2006, pt was implanted an eon ipg and two dual octrode leads for spinal cord stimulation. Post-operatively, the pt reported feeling some numbness in her right leg from her hip to her knee. The pt reported having excellent stimulation coverage and was sent home. During a follow-up visit with her physician three days later, the pt showed some improvement with a decrease in the weakness and numbness, but she still required assistance in walking. The scs system was explanted six days later, and the pt did not receive another scs system. Follow-up on the pt found that she was near to full recovery to her baseline status.

Manufacturer narrative:
Device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Conclusion: device has not yet been returned for evaluation as of the date of this report. Ans inc. Corp has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans, inc. Corp defers to the pt's physician regarding medical history.